Manufacturer narrative:
H3: analysis of the [recharger], model [37761], s/n (B)(6) revealed frayed cord, tested-ok, charged up recharger with no problem, passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761-rfb, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller reported a broken desktop charger connector pin since about the last month. The pt did not have the message on their screen while on the call. Agent reviewed information with caller and redirected to patient's healthcare provider to further address possible ins replacement. Caller noted the pt has a call with their hcp in 1.5 months. Caller noted that the pt uses "little power" and they are going to 'need it soon' and requested the replacement to be expedited. (No therapy allegations made). Agent sent request to repair to replace the dtc/ac power supply.